Event description:
Dr. (B)(6) needed to revise a shoulder previously performed by dr (B)(6). The first intervention took place on (B)(6) 2013. Pt had shoulder discomfort and initial x-rays showed a possible loosening of humeral insert. Once surgery was performed, it was determined that the morse taper peg of the humeral insert became detached from the insert itself and remained in the humeral stem, and the humeral insert was very loose. The stem, humeral insert, glenosphere and 1 screw were all swapped out.